Event description:
It was reported that multiple occlusion alarms occurred. Customer changed the infusion set and cartridge to resolve the blockage. Customer's blood glucose (bg) was 22 mmol/l. Customer delivered a correction bolus via the pump to resolve elevated bg.